Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm (100 count) the medication could not pass through. There was no report of patient impact. The following information was provided by the initial reporter: pen needles customer received are blocked as she tried injecting for the past two days without luck.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported while using bd micro-fine¿ plus pen needles 32g x 4mm (100 count) the medication could not pass through. There was no report of patient impact. The following information was provided by the initial reporter: pen needles customer received are blocked as she tried injecting for the past two days without luck.